Manufacturer narrative:
Correction: initial reporter address.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an over infusion of caffeine occurred in the nicu because the wrong tubing was used which had an unexpected priming volume. The patient received 3 times the caffeine than the ordered amount. There was no report of patient harm or the outcome of the event.